Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The reporter stated that the enteral feeding pump's display was reading a different amount than what the pump was truly feeding. Unfortunately, the client¿s family did not provide the information on what was dispensed and what the pump said was dispensed, just that the amounts were different. There was no reported patient injury.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿that the enteral feeding pump's display was reading a different amount than what the pump was truly feeding. Unfortunately, the client¿s family did not provide the information on what was dispensed and what the pump said was dispensed, just that the amounts were different..¿ the unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.